Manufacturer narrative:
Device analysis by manufacturer: this interlock-35 main coil, introducer sheath and delivery wire were returned for analysis. Visual and microscopic inspection identified that the main coil was bent and stretched at the primary coil section, moreover the arm coil was detached.

Event description:
Reportable based on device analysis completed on 24nov2025. It was reported the device was unable to withdraw from the catheter. A 2d .035 12mm x 40cm interlock-35 device was selected for an embolization procedure to treat for use in a pelvic congestion syndrome (pcs). During the procedure, the coil became difficult to remove from inside of the catheter. A different device of the same model was used to complete the procedure. There were no patient complications as a result of this event. However, microscopic device analysis revealed the main coil of the device was detached/separated, bent and stretched. In addition, the arm coil was noted to be detached/separated.